Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 528 mg/dl; cause was unknown. Customer mentioned they had large ketones that were discussed with a healthcare provider to be life threatening. The ER staff helped remove the infusion set and the pump to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer replaced infusion set and resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.